Event description:
Report received of unrequested bolus dose deliveries. The pump was programmed to deliver an inspecified drug with unspecified settings. It as reported that the "pt claimed they had not pushed the pt pendant, but (the pump) delivered more than expected," which an rn reprotedly confirmed. The inicdent involved an unexpected delivery of 8-9mls of an unspecified drug. The customer reproted that the pt, "tolerated the medication fine, and was discharged the next day." No medical interventions were required. At the time of event, the device was not isolated, and therefore was not identifiable from the other pumps in the facility. Though multiple attempts were made to obtain add'l info from the customer, no further info was provided.